Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl to 60 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s other blood glucose level was 178 mg/dl at the time of the call. Customer was neither in emergency room nor admitted into hospital. The customer was declined for troubleshooting. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.